Event description:
It was reported that while the patient who was 4 days post coronary artery bypass graft (CABG) procedure, was being rolled the anchorfast tube clamp separated from the track without breaking. It is unknown if there was any torque or traction applied to the system when this separation occurred. The patient was coughing at this time and became extubated. Reintubation was required. The device had been in place for 4 days.

Manufacturer narrative:
Based on the explanation of the incident, it is possible that excessive force beyond reasonably expected force was applied to the tube/clamp during the patient repositioning which caused the clamp to break away from the track. It can not be verified without the return of the sample. This report or information submitted does not constitute an admission that the device, hollister incorporated or hollister employee caused or contributed to the reported event.